Event description:
Customer was changing the fluorescence polarization immuno-assay lamp in the axsym, because of improper lamp intensity errors. While changing the lamp the wiring disconnected from the fpia lamp and the wiring connection cut a deep wound in his right index finger. No report of treatment received.